Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during preparation. Symptoms/ae: it was reported that during device preparation, it was noticed that the xpert stent was prematurely, partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.